Event description:
It was reported that high capture thresholds were noted on this right ventricular (rv) lead, causing increased power consumption on the associated pacemaker. This rv lead remains in-service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).